Manufacturer narrative:
Evaluation summary: a hardness test of the broken nail shows the material to meet specification. No material fault could be detected. The correct strength of the material and the features of the fracture hint that the nail fractured on account of material fatigue.

Event description:
The femoral nail broke at the distal screw hole. The femoral lag screw was also removed at this time. There was no adverse consequence for the pt or delay in surgery or anesthesia time.